Event description:
As reported to the edwards implant patient registry (ipr), the patient passed away ten days post tavr procedure. Additional follow up reveals that the patient¿s death was not related to the sapien valve. Per report, the patient suffered a respiratory arrest, and then had a pea arrest 10 days post tavr. She was resuscitated but had another pea arrest same day and expired. Her arrest was reported to be secondary to pneumonia. The post procedure echoes looked good with improved ef and good function of the valve.

Event description:
As reported to the edwards implant patient registry (ipr), the patient passed away ten days post tavr procedure. The cause of death is unknown at this time. Numerous unsuccessful attempts have been made to obtain additional information regarding the patient¿s death. No allegation has been made relating the patient¿s death to the sapien valve at this time.

Manufacturer narrative:
Additional information was obtained from follow up with the site¿s commercial valve clinic coordinator. The post tavr echo showed the device to be functioning well, and the patient¿s death was not related to the sapien valve. The patient suffered a respiratory arrest, and then had a pea arrest 10 days post tavr. She was resuscitated but had another pea arrest the same day and expired. Her arrest was reported to be secondary to pneumonia. The post procedure echoes looked good with improved ef and good function of valve. There is no complaint against the edwards valve.

Manufacturer narrative:
Investigation is ongoing.